Manufacturer narrative:
Returned device was received and occlusion was detected with the product. During the evaluation of the device, occlusion was detected and the initial complaint was confirmed. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that prior to use with a patient, a smiths medical cadd extension set was unable to be primed. No fluid came out of the product. No patient injury resulted.